Manufacturer narrative:
Device analysis results not available at the time of this report. A follow up report will be sent when analysis is complete.

Event description:
The hcp reported the patient was not getting pain relief from the intrathecal diluadid. A cap test was positive for catheter occlusion. The "patient's wife suspected pump was not working - requested replacement." The pump and catheter were explanted after an implant duration of 5 months and replaced. A follow up report will be sent when additional information is received.